Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. A photo was returned which shows two pieces of a lens on gauze. The optic is torn/split/cracked into two pieces (possibly cut). One haptic appears to be broken off at the gusset area. The other haptic is bent-distal area. No root cause could be identified by the investigation or from the assessment of the photo. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported that after insertion of an intraocular lens (iol), it was noted that a haptic was attached to the optic. He reported that it was difficult to detach the haptic from the optic and then it was found the haptic was detached. The iol was removed and replaced during the same procedure, at which time, posterior capsule tear and vitreous loss occurred. The surgeon stated "there was no problem on the setting and didn't feel resistance during the inserting". He further reported that the visual acuity "will not be recovered" because the pt had "corneal clouding as complication disease". He stated he is monitoring the pt's recovery from inflammation. Add'l info has been requested.